Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) system the right ventricular (rv) lead exhibited undersensing, a flat bipolar electrograms (egm) and intermittent bipolar low impedance as the pocket was being closed. It was suspected that the rv lead was fractured, and the lead was explanted and replaced. During the explant the right atrial (ra) lead slack came back. It was noted that the physician had difficulty passing the stylet through the lead. When the ra lead slack was replaced, the lead exhibited intermittent bipolar sensing with the egm disappearing again. The ra lead was also suspected to have a lead fracture and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to flattening. The distal conductor was flattened. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was damaged during attempted implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) system the right ventricular (rv) lead exhibited undersensing, a flat bipolar electrograms (egm) and intermittent bipolar low impedance as the pocket was being closed. It was suspected that the rv lead was fractured, and the lead was explanted and replaced. During the explant the right atrial (ra) lead slack came back. It was noted that the physician had difficulty passing the stylet through the lead. When the ra lead slack was replaced the lead exhibited intermittent bipolar sensing with the egm disappearing again. The ra lead was also suspected to have a lead fracture and was explanted and replaced. No patient complications have been reported as a result of this event.